Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. There was no adverse impact to the customer¿s blood glucose level. The customer reported they would contact healthcare provider regarding an alternate form of insulin therapy.